Event description:
Related manufacturer report number: 2017865-2024-33347. It was reported that the patient passed away secondary to cardiac arrest. There was no clear information as to whether the death was device related. However, there was no allegation that the death was due to the implantable cardioverter defibrillator or right ventricular lead.